Event description:
On (B)(6) 2008, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, the aneurysm was reported to measure 8.1cm. On (B)(6), 2012, computed tomograph angiography identified a left distal type I endoleak with aneurysm enlargement to 8.9 cm. On (B)(6), 2012, an intervention was performed to treat the left distal type I endoleak. It was also reported there was a possible type ii endoleak. A contralateral leg component was implanted for extension on the left side, and three add'l devices were implanted to reline the originally implanted devices. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
Add'l device implanted and involved in this event: (B)(4).